Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into the vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, such as scarring. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into the vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. An unsuccessful percutaneous removal attempt was performed approximately four months post implantation. The patient experienced a hypotensive event and a code blue that was called as a result of the unsuccessful removal attempted. This required an unanticipated, prolonged, and stressful hospitalization. The patient reports constant fear, anxiety, and emotional distress from the reported event, and is fearful that the filter will possibly fracture, migrate, or cause death. The patient is fearful to undergo another removal attempt, and will require continued anticoagulation therapy. The patient will also require radiographic monitoring of the filter to determine whether it has fractured or migrated. Per the medical records, the patient had a history of depression and dyslipidemia. During the implant procedure, the right femoral vein was accessed and a sheath was inserted. A 0.35 bentson wire was inserted followed by an insertion sheath. The filter was implanted without specification as to where. There were no reports of complications. The patient tolerated the procedure well. During the implant removal attempt, the filter was snared; however, it was unable to be dislodged from the ivc, and there was some ivc spasm after the attempt to retract the filter. A small amount of clot was seen in the final image in the region of the filter. A CT scan of the abdomen did not show any evidence of a retroperitoneal hematoma or bleeding. A t-pa infusion was done with repeat venogram showing no evidence of thrombus prior to discharge.

Event description:
Depression and dyslipidemia.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes right lower extremity deep vein thrombosis with scheduled total right knee arthroplasty, depression and dyslipidemia. The filter was implanted without specification as to where. There were no reports of complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into the vena cava, and unsuccessful removal attempt. Per the patient profile from (ppf), the patient reports the filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. An unsuccessful percutaneous removal attempt was performed approximately four months post implantation. The patient experienced a hypotensive event with code blue response during the filter removal attempt. During the implant removal attempt, the filter was snared; however, the filter was unable to be dislodged, and there was ivc spasm with this attempt. A small amount of clot was seen in the final image in the region of the filter. A CT scan of the abdomen did not show any evidence of a retroperitoneal hematoma or bleeding. A t-pa infusion was done with repeat venogram showing no evidence of thrombus prior to discharge. The patient reports constant fear, anxiety, and emotional distress. Additionally, approximately 7 years after implant, the patient presented with symptoms of possible ivc filter occlusion and presyncope. The physician noted the ivc filter was thrombosed, the patient has developed collateral vessels, these vessels can allow thromboses to bypass the filter, putting the patient at risk for additional pulmonary embolism (pe). The physician recommended transitioning the patient from coumadin to lovenox and noted that further surgical procedures can carry the increased risk for thrombosis and therefore should be avoided, if possible. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into the vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. An unsuccessful percutaneous removal attempt was performed approximately four months post implantation. The patient experienced a hypotensive event and a code blue that was called as a result of the unsuccessful removal attempted. This required an unanticipated, prolonged, and stressful hospitalization. The patient reports constant fear, anxiety, and emotional distress from the reported event, and is fearful that the filter will possibly fracture, migrate, or cause death. The patient is fearful to undergo another removal attempt, and will require continued anticoagulation therapy. The patient will also require radiographic monitoring of the filter to determine whether it has fractured or migrated. Per the medical records, the patient had a history of depression and dyslipidemia. During the implant procedure, the right femoral vein was accessed and a sheath was inserted. A 0.35 bentson wire was inserted followed by an insertion sheath. The filter was implanted without specification as to where. There were no reports of complications. The patient tolerated the procedure well. During the implant removal attempt, the filter was snared; however, it was unable to be dislodged from the ivc, and there was some ivc spasm after the attempt to retract the filter. A small amount of clot was seen in the final image in the region of the filter. A CT scan of the abdomen did not show any evidence of a retroperitoneal hematoma or bleeding. A t-pa infusion was done with repeat venogram showing no evidence of thrombus prior to discharge. According to the discovery form, the patient had a prior history of right lower extremity deep vein thrombosis and was scheduled to have a total right knee arthroplasty. The inferior vena cava (ivc) filter was placed for pulmonary embolus prophylaxis based on the history of right lower extremity deep vein thrombosis. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include an attempt to remove the ivc filter, but the procedure was abandoned because the patient became hypotensive and a code blue was called. The complications from the attempted removal of the ivc filter required an unanticipated, prolonged, and stressful hospitalization. The ivc filter remains implanted in and has never been removed. Additionally, approximately six years and four months after the unsuccessful retrieval attempt, the patient underwent consultation for potential complications related to the ivc filter. The patient presented with symptoms consistent with a possible ivc filter occlusion and presyncope. The physician noted the ivc filter had been in for some time; the filter thrombosed, and the patient has developed collaterals, and these vessels can allow new thromboses to bypass the filter, putting the patient at risk for additional pulmonary embolism (pe). The physician recommended transitioning the patient from coumadin to lovenox and noted that further surgical procedures can carry the increased risk for thrombosis and therefore should be avoided, if possible.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of depression and dyslipidemia. The filter was implanted without specification as to where. There were no reports of complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into the vena cava, and unsuccessful removal attempt. Per the patient profile from (ppf), the filter has embedded in wall of the ivc, there are blood clots, clotting, and/or occlusion of the ivc, and the device is unable to be retrieved. An unsuccessful percutaneous removal attempt was performed approximately four months post implantation. The patient experienced a hypotensive event and a code blue that was called as a result of the attempt. During the implant removal attempt, the filter was snared; however, it was unable to be dislodged from the ivc, and there was some ivc spasm after the attempt to retract the filter. A small amount of clot was seen in the final image in the region of the filter. A CT scan of the abdomen did not show any evidence of a retroperitoneal hematoma or bleeding. A t-pa infusion was done with repeat venogram showing no evidence of thrombus prior to discharge. The patient reports constant fear, anxiety, and emotional distress from the reported event. The patient will require continued anticoagulation therapy. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.